Event description:
The stent was prepped and advanced over the stiff wire. The surgeon said the catheter felt tight pushing through the cook check flow valve. The catheter wasn't advancing properly and he removed it. The stent was caught in the check flow valve. No harm to the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. On initial inspection the stent was no longer on the balloon of the catheter and the stent had been cut longitudinally along half its length. The balloon was still in the folded position. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, (when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon). The impressions indicate if the stent was properly crimped. The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The catheter shaft was also in good condition with no kinking or damage noticed. The check flow valve used in the case was also returned. This check flow valve is a 6fr valve that was attached to a 6fr coaxial sheath that was placed inside a 20fr introducer sheath while attempting to place the advanta v12 product in the renal artery through a fevar stent graft. To ensure the check flow adapter was not damaged a 7mm x 22mm stent was placed through the check flow valve. The stent passed easily even though the 7mm stent is of a slightly larger diameter of that of the 6mm x 22mm stent used in the case. The two other introducer sheaths used in the case were not provided with the return. The instructions for use specify the following: "do not force passage or withdrawal of the guide wire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question. None of the test units dislodged while advancing through the introducer sheath.